Event description:
A report was received that a pt's precision system was explanted due to ineffective therapy. No further info is available.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.